Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out from the patient. Per additional information via email from ibc on 06oct2020, there was no impact to patient. It seemed that there was no missing piece.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation of the photo sample noted one opened (without original package) used silicone foley was received. Visual inspection of the sample noted that the shaft broken off at the bifurcation funnel with some of the shaft still within the funnel. A potential root cause for this failure mode could be due to high modulus silicone. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." Correction: f h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out from the patient. Per additional information received via email from the ibc on (B)(6) 2020 there was no impact to the patient and no missing pieces were noted.